Event description:
I developed cellulitis, then uveitis, bronchitis, pneumonia, pleurisy, asthma, rosacea, sibo, bladder infection, bakers cyst, high blood pressure (285/155). I felt like I was dying. I could barely get out of bed. I couldn t work.